Event description:
Caller reportedly received the following result on the inform system using comfort curve strips, compared to lab result, within 10 minutes: 1) hi (greater than 600 mg/dl) - inform/comfort curve 2) 182 mg/dl (lab results) the staff did not treat the patient based on the hi meter reading, because they felt he might be low based on his symptoms. The staff went ahead and gave the patient 0.5 ampoules of d50w glucose. The staff retested the patient on their meter and obtained a result of 251 mg/dl. No further treatments or readings were obtained. No adverse event reported as a result of treatment. Patient is fine now. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.